Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was a very tortuous saphenous vein graft to an obtuse marginal right at the anastomosis. A 3.5x16mm promus element stent was placed then a non bsc balloon catheter was used to post dilate the stent when strut separation was noted. Multiple balloon inflations were used to acquire well apposition. The procedure was completed with this device. No further patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).